Event description:
It was reported that, during an unknown procedure, the tx30b mis-fired. No pt consequences.

Manufacturer narrative:
Info not provided during initial contact. Info anticipated, but unavailable at this time.